Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported an infusion was noted to be leaking at the filter after infusing for less than 24 hours. There was no patient harm.

Manufacturer narrative:
Concomitant products: baxter, 250ml IV bag of exacta mix, lot: 1100487, exp: november 2018; therapy date (B)(6) 2016. The customer¿s report that a set leaked at the filter was confirmed. No anomalies were observed during visual inspection. Functional and pressure testing was performed; the set leaked from the microbore tubing to the outlet port of the micron filter. Visual inspection under magnification noted that both sides of the microbore tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis determined that the tubing was within specification. The root cause of the leak was a manufacturing issue due to insufficient solvent being applied at the junction of the microbore tubing.